Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not recognize the battery in compartment b. There was no reported patient involvement.

Manufacturer narrative:
The battery pca and therapy pca were replaced. One therapy pca was returned for failure analysis. The reported problem was verified. A number of connector pins/leads common to j3 had become detached from the pca. The lifted pins were re-soldered and the op check passed. The available information is consistent with a malfunction of the therapy pca. The cause was connector pins/leads common to j3 had become detached from the pca. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.